Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When the power was applied, the cable began to spark and burned in two near the end that connected to the forceps. No injuries were reported. Another cable was substituted and the surgery was completed with no further problems.